Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported patient effect of tissue damages appears to be a result of procedural conditions and related to the slda, as the leaflet tore out of the clip and a chordal rupture occurred. In addition, the reported patient effects of worsening mitral regurgitation/mr and dyspnea were likely secondary effects of the slda and tissue damage. It should be noted that the reported patient effects of dyspnea, worsening mr, mitral valve injury (tissue damage), and chordal entanglement/rupture, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Three clips were implanted (70324u147, 70324u148, and 70329u209), reducing the mr to 2+. On (B)(6) 2017, the patient returned to the hospital experiencing dyspnea; echocardiogram confirmed a lateral leaflet flail and mr increased to 4. The three clips were confirmed to be secure on the leaflets. On (B)(6) 2017, the patient returned for the second mitraclip procedure, echocardiogram confirmed the third implanted clip (cds 70329u209) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The clip tore a portion of the anterior leaflet and ruptured the chordae/flail. Two clips were successfully implanted, reducing mr to 1-2. The patient is stable. No additional information was provided.